Event description:
It was reported that a homechoice cassette leaked. This occurred after fill one of peritoneal dialysis therapy. Renal therapy services (rts) instructed the patient to close all the clamps and disconnect from the patient line. When the cassette was removed from the cycler, the gasket was found wet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and an incomplete set and cut in the tubes of the cassette and part of the patient line was observed. Functional testing could not be performed, as an incomplete device was received for evaluation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.